Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's 3-way solenoid valve and active exhalation control module were replaced to address the issue.